Event description:
Patient had left perirenal hematoma which was suspected to be a left pseudoaneurysm of the kidney so underwent the following procedures: abdominal aortography. Left renal artery the 5-fr third order distal superselective catheterization and magnification angiography. Main renal artery catheterization and angiography. Starclose groin closure right side. Description of procedure: right groin was prepped and draped in sterile fashion. Right common femoral artery is pertains to punctured. A guidewire is threaded through the needle, needle removed and a 5-fr sheath advanced into right external iliac artery and the fluoroscopy. Pigtail catheter is present the abdominal aorta and abdominal aortography performed. Cobra catheter was advanced in to the main left renal artery and angiography was performed in two projections. Catheter was then exchanged for microcatheter was advanced into five (5) separate distal third order a super elective branches of the renal artery and magnification multi-projection renal angiography was performed.the problem during the case was: starclose device was used to achieve hemostasis of the right groin. After firing the starclose device, marked resistance to removal of the device, wholly atypical from the usual function in this device which the user had experienced in his prior frequent use of the device. The device was removed and the user observed marked bleeding from the puncture site despite manual compression. With marked manual compression was able to achieve a relative degree of hemostasis but had to call a surgeon and immediately take the patient to the operating room for exploratory surgery.